Event description:
A consumer reported that three years following an intraocular lens (iol) implant procedure, her vision was not as clear as it once was. The consumer stated that her surgeon had told her that the back of her lens was foggy. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011 by phone, fax, and mail. A complete questionnaire has not been received. (B)(4).